Event description:
It was reported to philips that device does not turn on whether connected to ac or battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Sad is updated to 30jun2023, therefore date received by mfg in this child record is updated to 30jun2023 accordingly. Update: the therapy pca was returned with " false low battery indication " problem to failure analysis lab. This was verified in lab testing. Data generated by this investigation will be logged for trending analysis. Further device investigation has been completed and previously reported investigation results have been confirmed.¿

Event description:
It was reported to philips that device has false low battery indication. There was no patient involvement. The efficia (B)(6) defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device has false low battery indication. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the therapy pca was returned with " false low battery indication " problem to failure analysis lab. This was verified in lab testing. Data generated by this investigation will be logged for trending analysis. Further device investigation has been completed and previously reported investigation results have been confirmed.¿

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device emits a false low battery indication. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The battery board, part number: 4453564489231 with serial number: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation. The battery board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The dfm100 therapy knob was then set to 170j, and a successful operational check was run. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, this battery board was returned with " false low battery indication.¿ this was not verified in lab testing. The ¿battery board passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this battery board the battery board passed all tests and performed as expected. Therefore, there is no fault found (nff) s\situation. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The battery board, part number: 4453564489231 with serial number: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation. The battery board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The dfm100 therapy knob was then set to 170j, and a successful operational check was run. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. No root cause to the device problem has been established at this time. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, this battery board was returned with " false low battery indication.¿ this was not verified in lab testing. The ¿battery board passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this battery board. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery board passed all tests and performed as expected. Therefore, there is no fault found (nff) situation. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device emits a false low battery indication. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.